Event description:
Meter name: one touch ii, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: shaky or lethargic. A patient reported they were not able to get a reading. Their meter allegedly would only prompt not ok. The result on their meter was not ok prompt only. Customer feels that they may have used more insulin than needed. No further information has been reported.